Event description:
The chemical composition of the electrolyte was in a paragraph form. The concentration of the electrolytes comes before the electrolyte. This causes alot of confusion trying to figure out which numbers went with which electrolyte.